Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was the needle found bent in the package? No. Did the needle bend during dispensing/ removal from package? No. Where was the needle grasped (swage, middle, body)? Unknown. Where did the needle bend (swage, body, middle, tip)? Unknown. Did the needle break into two pieces? No. What is the procedure name? Unknown. What is the procedure date? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle bent while suturing. The procedure was completed using a like device. There was no patient consequence.